Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd" tubing disconnected. The following information was provided by the initial reporter: event #2 (bd 088): material no: unknown, batch no: unknown . It was reported that on the same day, there were two incidents where the tubing was completely disconnected from the patient with the blue clamp in place, and IV fluid dripped on the bed. Verbatim: bd 088 - reported date: 03/18/21 event date: (B)(6) 2021 item number: not reported; lot number: not reported; item retained in defect depot: not reported; picture: not reported. The optima phaseal connector and injector were used in two places on the patient's line. Once during the day shift, the tubing was completely disconnected from the patient with the blue clamp in place. IV fluid was dripping in the bed. Then the same thing happened again over the night shift.

Event description:
It was reported that unspecified bd¿ tubing disconnected. The following information was provided by the initial reporter: event #2 (bd 088): material no: unknown , batch no: unknown. It was reported that on the same day, there were two incidents where the tubing was completely disconnected from the patient with the blue clamp in place, and IV fluid dripped on the bed. Verbatim: bd 088- reported date: (B)(6) 2021 event date: (B)(6) 2021 item number: not reported; lot number: not reported; item retained in defect depot: not reported; picture: not reported the optima phaseal connector and injector were used in two places on the patient's line. Once during the day shift, the tubing was completley disconnected from the patient with the blue clamp in place. IV fluid was dripping in the bed. Then the same thing happened again over the night shift.

Manufacturer narrative:
Investigation summary: due to no photo or sample being received, the customer's complaint of separation could not be verified and the root cause remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.